Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation due high impedances on one of the leads. As a result, surgical intervention was undertaken to address the issue on (B)(6) 2026. During the procedure the other lead was accidentally moved. Both leads were replaced and effective therapy was restored.